Event description:
It was reported that a smiths medical pump displayed a lec 1871 error code while testing. No patient involvement.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was given functional testing, this showed the device gave an "error 1871". This indicates, a problem with the motor. The device also, gave a "battery depleted" alarm.